Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was in good medical condition after the procedure.